Event description:
The account reported system advanced modes without the surgeon activating foot switch. The surgeon was operating and was in the epi setting when the machine advanced to the ia cortex mode without him activating it manually with the foot switch. It happened multiple times but only once did he have patient injury resulting in a vitrectomy. No additional information was received. This report is for the veritas console. A separate report will be submitted for the handpiece.

Manufacturer narrative:
Section age or date of birth, weight, ethnicity: information was requested to the account. However, at the time of this report, they have not provided it. A request for patient demographics and patient outcome was requested. No additional information was received. Device evaluation: the system was evaluated by a field service engineer (fse). The fse was onsite due to system advancing modes without the footpedal (fp) being activated. The fse could not duplicate reported issue. Service completed veritas performance checklist and replaced the (fp) proactively. The veritas system meets jnj specifications. The review of the device history record (DHR) for veritas sstem showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.